Event description:
Received a letter from dr in regards to concern about premature failure of her s-rom poly liner. Pt is extremely lightweight and not overly active. Pt information: age 21; weight 100 lbs.